Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient deceased. The cause of death was sepsis and septic shock. It is unknown if there is a correlation between the device or device related procedure and the sepsis. No additional information was reported. Related manufacturer reference number: 2017865-2019-13068. Related manufacturer reference number: 2017865-2019-13079. Related manufacturer reference number: 2017865-2019-13081.

Manufacturer narrative:
A partial lead with the connector portion of the lead measuring 17.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.